Event description:
It was reported that "the pump shut off during transport. As a result, the pump was swapped out with no complications to the patient. Field service rep. Could not find anything wrong with the pump. Ran battery load test, unit passes with 11.9 v after 1 hour. Performed functional check out, no problems found. Unit checks ok". No patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "pump shut off during transport" was not able to be confirmed as no iabp part was returned for investigation. A field service agent checked the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "the pump shut off during transport. As a result, the pump was swapped out with no complications to the patient. Field service rep. Could not find anything wrong with the pump. Ran battery load test, unit passes with 11.9 v after 1 hour. Performed functional check out, no problems found. Unit checks ok". No patient harm or injury.